Manufacturer narrative:
This complaint was received via FDA complaint coordinator and has been reported to FDA. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator for the san francisco district office which reported the following information: a customer who was using the adc device reported that they obtained unspecified incorrect readings. The customer was panicked and went to emergency room where the customer had blood glucose checked, and it was relayed to her that the sensor readings were incorrect. There was no report of third-party treatment required. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.